Manufacturer narrative:
The insulin pump was received with minor scratches on the lcd window. No cracks were found at the display window or lcd glass, nor was there any discoloration at the casing. (B)(4).

Event description:
The customer reported via phone call that he rolled on his insulin pump and damaged the display screen. The patient's blood glucose at the time of incident is unknown. The customer stated that the screen was cracked and discolored as a result of him rolling the pump. Troubleshooting was initiated for the physical damage. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.